Manufacturer narrative:
Additional customer contact phone: (B)(6). Getinge field service engineer (fse) changed nvram chip due to age. Unit passed all calibration, functional and safety tests performed. The equipment was cleared for customer use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received part number due to the regularly scheduled replacement of this part. The fat performed a visual inspection and found the part to be in good condition. No issues to verify as this part was exchanged due to replacement.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shutdown on its own, the helium tank was being changed when this occurred. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.